Event description:
Serious injury envolving one person. Diagnosis: corneal ulcer, corneal infiltration, visual reduction. Treatment: unknown, prognosis: unknown, there are no details of the event and/or problem available. Pt has been a soft contact lens wearer for 1-2 years.